Manufacturer narrative:
Patient identifiers: sids = (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false reactive alinity s anti-hbc results on multiple donors. The customer stated that seven donor samples tested reactive for anti-hbc in one day. The samples were recentrifuged, repeated and all the results remained reactive. The customer did not send the samples out for confirmation, however, the customer felt that it was an excessive number of reactive results. The following data was provided: sid (B)(6) initial result = reactive; repeat result = reactive. Sid (B)(6) initial result = reactive; repeat result = reactive. Sid (B)(6) initial result = reactive; repeat result = reactive. Sid (B)(6) initial result = reactive; repeat result = reactive. Sid (B)(6) initial result = reactive; repeat result = reactive. Sid (B)(6) initial result = reactive; repeat result = reactive. Sid (B)(6) initial result = reactive; repeat result = reactive. No impact to donor management was reported.

Manufacturer narrative:
The complaint investigation for false reactive alinity s anti-hbc results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, labeling review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances, or deviations with lot 40478be00 and complaint issue. Labeling was reviewed and sufficiently addresses the complaint issue. The overall reactive rates of ln 6p06-60, lot 40478be00 across central california blood center (ccbc), applicable peer sites and across all us customer sites were collected and assessed. Across all us blood screening customers, the initial reactive rate (irr), repeat reactive rate (rrr) and specificity (assuming zero prevalence) observed for lot 40478be00 is within product requirements and comparable to other lots analyzed in the comparison. All 6p06-60 blood screening customers: lot 40478be00: irr: 0.312%, rrr: 0.305%, irr - rrr: 0.006%, specificity: 99.695%. Peer sites: lot 40478be00: irr: 0.284%, rrr: 0.278%, irr - rrr: 0.006%, specificity: 99.722%. Customer site: lot 40478be00: irr: 0.378%, rrr: 0.367%, irr - rrr: 0.010%, specificity: 99.633%. Based on the information within the complaint record, the device met performance specifications at the customer site as all reactive rates were within product requirements. Based on this investigation, alinity s anti-hbc reagent lot 40478be00 is performing as expected, no systemic issue or deficiency of alinity s anti-hbc was identified.